Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a no delivery and button error on the insulin pump. The customer's blood glucose reading was 6.2 mmol/l. The customer stated that she had no delivery alarm for several weeks. The customer stated that she used the mio infusion set and had already tried several reservoirs from another box. The customer stated that she rotated well. The customer stated that the pump alarmed no delivery during basal and bolus. The customer stated that the keypad was unresponsive during prime and rewind. The customer stated that the pump alarmed active pump stop and suddenly delivered a bolus. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test.no excessive no delivery alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.